Event description:
It was reported that the right atrial lead exhibited low impedance. The lead was explanted and replaced. The patient was in a good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found normal device characteristics.